Manufacturer narrative:
Method and result - no product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that she has experienced elevated blood glucose since (B)(6) 2011. Blood glucose was in the 300 mg/dl range on (B)(6) 2011 and was 580 mg/dl when she woke on (B)(6) 2011. Pt delivered bolused, and blood glucose decreased over the next 6 hours. Blood glucose was "fine" the night before the report, but pt was able to smell insulin. She did not check to see if there was insulin leakage, and blood glucose elevated to 532 mg/dl on the morning of the report. Pt reported the cartridge has had moisture on it for several weeks and was "damp like it was sweating," but she did not see any leaks in the system. No error messages were received on the infusion device. She changes the cartridge and infusion set every 4-5 days, and the adapter was changed on the day of the report. Insulin does not warm to room temperature before the cartridge is filled and inserted in the infusion device. There are no concerns with air bubbles. Infusion set was not dislodged or disconnected. F/u was completed with pt on (B)(6) 2011. Pt reported blood glucose returned to normal range (125-135 mg/dl) after the adapter was changed. She also reported she could never see or feel any leaks but was able to smell insulin, and this resolved after the adapter was changed. Adapter was discarded and will not be returned for eval. Pt did not required treatment from a health care professional or second party to address the issue.